Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had exposed copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had exposed copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed by the service technician through visual inspection the device¿s cable connector had been pulled off which exposed the copper wiring. The device was scrapped by the manufacturer.